Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable malfunction occurred due to user error, improper handling and application of excessive force. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed, the lens was damaged. The device evaluation found that the eyepiece detached. It was also found that the product name ring was faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that the scope had lens damage. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the eyepiece detached. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.